Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer initially reported to olympus that the evis lucera gastrointestinal videoscope had a bite, angle down and scratch on the bending section cover. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: a foreign object was found in the nozzle.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to wear of the angle wire, bending angle in the "up" direction did not meet standard value, the bending section cover had a scratch and the connecting tube had dent. In addition to the foreign objects in the nozzle, the evaluation findings were as follows: due to wear of the angle wire, the play of the "up/down" knob was out of standard value, the adhesive on the bending section cover had a chip, the adhesive around the light guide lens was peeled, the connecting tube had a scratch and wrinkle, the forceps channel port was shaved, the forceps elevator lever had a scratch, the forceps elevator knob had a scratch, the "up/down" knob had a scratch, the "right/left" knob had a scratch, the switch box had a scratch, the scope cover had a scratch, the suction cylinder was shaved, the scope connector had a scratch, the universal cord had a scratch, the grip had a scratch, the control unit had discoloration and a scratch, and the electrical connector had discoloration due to water leakage. Additional information obtained identifies the product was cleaned, disinfected, and sterilized before it was sent to olympus. The customer believed the foreign material was possibly a result of iron powder in the water and also stated that the olympus endoscope reprocessor-4 (oer-4) water filter was very dirty. There was no delay/time lag between the end of clinical use and the start of pre-cleaning. The customer flushed the air/water nozzle with air and water. There were no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the distal end with clean lint-free cloths, brushes, or sponges. It was unknown if the air/water nozzle was flushed with the detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility